Manufacturer narrative:
An event regarding damage involving an exeter device was reported. The event was confirmed upon a review of supplied photograph. Method & results: -device evaluation and results: visual inspection was carried by the supplier via the supplied photograph. They noted: "it is not easy to see the defect, one lug seemed to be deformed". -medical records received and evaluation: not performed as medical records were not received for evaluation. -device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies -complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of this event could not be determined based on the information available. A review by the supplier concluded that there was no manufacturing issue.

Event description:
Company rep reported that the spigot on the exeter stem was deformed and would not go on the introducer. The surgeon opened another stem and completed the case successfully.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Company rep reported that the spigot on the exeter stem was deformed and would not go on the introducer. The surgeon opened another stem and completed the case successfully.